Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, leaving the patient line clamp closed during priming and proceeding to the initial drain is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line clamp was closed during priming. The technical services representative assisted the patient in clearing the alarm and ending therapy. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.